Event description:
An optometrist reported a pt with transient light sensitivity syndrome (tlss) at two month lasik post operative visit. At visit pt complained of extreme light sensitivity. Additional info from reporter indicated pt's topical steroid dosage was increased. Additional info has been requested. This report is for the right eye, and additional report will be filed for the left eye.

Manufacturer narrative:
Additional info has been requested. The device history records (DHR) for the device were reviewed. (B)(4).